Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the pt was readmitted for hemolysis and hematuria and condition continued to deteriorate. Consequentially, the pt expired. It was believed that the pump had a thrombus formation; however, the pump was not explanted.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the event analysis is completed.